Event description:
The pt was undergoing an endovascular repair procedure in order to exclude their aortic aneurysm. The case was planned and the intention was to ensure the pt's internal iliac arteries were not occluded and remained pt. During the case, due to severe tortuosity on both sides, a mark was made on the screen showing the iliac bifurcation on the right ipsilateral side. Visual exam showed that the distal point of the stent graft was proximal to iliac bifurcation but on deployment, the distal tip of main body extended beyond the bifurcation covering the origin of the internal iliac artery. A balloon was advanced inside the tip of the graft, inflated and the balloon advanced to push up the graft. This appeared to be successful but on deflating the balloon, the graft tip was seen to move back down on withdrawal of the balloon leading to unplanned occlusion of the internal iliac artery. A balloon was advanced inside the tip of the graft, inflated and the balloon advanced to push up the graft. This appeared to be successful but on deflating the balloon, the graft tip was seen to move back down on withdrawal of the balloon leading to unplanned occlusion of the internal iliac artery on the right side.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specs. There is no info to suggest that the device has not met the final release criteria. Shortening of vessels is common when the vessels are highly tortuous and they are straightened by introduction of a delivery system. It must be noted that the selected length of the devices may have played a role in the events but case details indicate that the anatomy of this pt was easily changed substantially by the introduction of the delivery system. Preservation of one internal iliac artery reduces the possibility of complications; however, in this case as both internal iliac arteries were inadvertently occluded, an MDR report has been filed. The pt is reported to have returned home post-operatively without side effect from occlusion of the vessel.